Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. Eventually, this device was returned analysis, the results are reported below. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact (not severed). The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 26 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with fatigue damage. Analysis concluded that the clinical observation of high pacing impedance was likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial lead was surgically explanted and replaced due to an unspecified product performance issue. Eventually, additional information was received indicating that this lead was fractured and having high impedance measurements, this fracture was confirmed using fluoroscopy. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation would be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial lead was surgically explanted and replaced due to an unspecified product performance issue. It is not expected that this lead be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was surgically explanted and replaced due to an unspecified product performance issue. Eventually, additional information was received indicating that this lead was fractured and having high impedance measurements, this fracture was confirmed using fluoroscopy. It is expected that this lead returns for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.